Event description:
It was reported that the user was unable to initiate a scan of a freestyle libre 3+ sensor within the ilet mobile application, where the ¿scan new sensor¿ button was unresponsive, and troubleshooting included force closing the app, uninstalling and reinstalling the app, and restarting the phone. No adverse clinical symptoms were reported. Outcomes included successful sensor pairing and entry into sensor warm-up after the phone restart, with no alerts or alarms reported. Investigation included customer-guided troubleshooting and follow-up confirmation of function. User support of this case revealed a transient application interaction issue resolved by a device restart, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface software behavior that resolved with standard troubleshooting.